Manufacturer narrative:
Patient demographics such as date of birth, race and ethnicity were not supplied. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's laboratory to assess instrument performance as the customer was not questioning the performance in conjunction with this event. All of the system parameters, including quality controls (qc), calibrations and system checks were performing with instrument specifications at the time of the event. The access accutni+3 reagent was not returned to bec for further investigation. No further information is available regarding the performance of the reagent. There were no reports of error messages, system flags or issues with other patients/assays in conjunction with this event. In conclusion, the cause of this incident is unknown and unknowable with the information supplied.

Event description:
The customer reported obtaining a non-reproducible, elevated troponin I (access accutni+3) result for one (1) patient on the laboratory's access 2 immunoassay system serial (B)(4). A second sample drawn approximately two (2) hours later was analyzed on the same access 2 immunoassay system and a result within the normal reference range of the assay was obtained. Subsequent testing of both samples on the same access 2 immunoassay system produced multiple, lower results all within the normal reference range of the assay. The customer stated that the initial, elevated access accutni+3 result was released from the laboratory. As a result of the elevated access accutni+3 result the patient was transferred from short stay back to the emergency department and administered the medications clexane and ticagrelor. System performance indicators such as quality controls (qc), calibrations and system checks were performing within the instrument's and assay's specifications at the time of the event. There were no reports of hardware errors, system flags or issues with other assays in conjunction with this event. The patient's sample was collected in an 8 ml lithium heparin plasma tube which was centrifuged for ten (10) minutes at 3500 rpm (revolutions per minute) at four (4) degrees celsius. There were no reports of sample integrity issues in conjunction with this event.